Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor right atrial (ra) and ventricular leads exhibited noise being oversensed. Inappropriate shock was also reported. Possible reasons were discussed. This ICD was explanted and replaced. After the explant, it was reported that there was a small gap between the device header and the device case. This ICD has been returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were verified to be intact. The pace and shock lead impedance measurements were within the range. The device passed all electrical tests. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.